Event description:
Pt called stating her ICD was beeping. Phone transmission advised. Review of transmission showed increased lead impedence and inappropriate detection of noise resulting in device charging and aborting therapy. Pt drove to hospital that day and had lead replaced the following day.